Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va097p0, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. It was noted the patient had turned off their stimulation the night prior to report and when they turned it on in the morning they did not have any tremor relief. It was stated the patient had a return of symptoms. It was confirmed with the patient programmer that the stimulation was on. It was stated the patient felt like they had a full return of their symptoms. It was noted they did not have any events or falls in the middle of the night. It was stated the voltage showed at 1.0v but the patient had increased it to 1.6v on the morning of the report but it didn¿t help their symptoms so they turned it back down. It was noted the patient knew when their stimulation would come on because their lips were buzz and their lips had not buzzed on the day of report when the stimulation was turned on.